Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of hole in the PICC is inconclusive due to poor sample condition. One photo sample of a powerpicc solo hub and extension tubing was provided for evaluation. The device is shown in use within a patient. A bead of red fluid is present on the extension tubing. An indention in the extension tubing is visible near the solo hub; however, the presence of a split or hole in the tubing could not be confirmed. Based on the description of the reported event, possible contributing factors include sharp instrument damage, material fatigue caused by repeated kinking, and damage during handling. Since the complaint could not be confirmed from the image provided, the complaint remains inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a hole was found in the PICC line. No other information was provided.